Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on his back and under his right arm. The patient's physician prescribed an unknown cream and an antibiotic. The patient reported that the irritation improved.